Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to position the lead at multiple sites in the ventricular septum. The helix was observed to unstable after fixation and the lead dislodged easily. The physician was unable to fixate the helix into a deeper position, and decided to explant the lead. The procedure was completed with a replacement lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.